Manufacturer narrative:
When connecting a heliox gas hose to the ventilator the user neglected to use a high pressure regulator on the cylinder. The heliox gas hose was connected directly to the heliox cylinder causing a high pressure which resulted in the heliox adapter exploding in the respiratory therapists hand. According to servo-I user's manual the approved gas supply pressure applied to the heliox adapter inlet is 3.4-6.0 kpa x 100 (49 - 87 psi). The ventilator was not hooked up to the heliox adapter at the time of event. The problem was resolved by taking a heliox adapter from another ventilator to get the heliox set up on the patient. Reference exemption #: (B)(4).

Event description:
It was reported that the heliox gas hose was connected directly to the heliox cylinder causing a high pressure of 2000 psi which resulted in the heliox adapter exploding in the respiratory therapists hand. There was no harm to the patient, and the respiratory therapist was not harmed except a minor scratch on his hand. (B)(4).